Manufacturer narrative:
The reference (B)(6) has been allocated to this case by rayner. The event description provided states that part of the iol chipped off when injected into the eye. The iol was explanted and exchanged within the original surgery session without harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device associated with this case has not been returned to rayner. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic, user removed injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. Our review of production records for the rayone emv toric rao210t batch 073219483 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this an isolated event. No other incidents, of any type, have been received against the rayone emv toric rao210t batch 073219483. There is insufficient evidence and information available to determine the cause of lens damage post injection in this case.

Event description:
On 11th march 2024, rayner received notification from a healthcare facility in new zealand of an event that occurred during use of a rayone emv toric rao210t. The event description provided states that part of the iol chipped off when injected in the eye necessitating lens explantation and exchange.